Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that in 2009 insulin leaked into the cartridge compartment of the infusion device and a4 (cartridge/adapter) alert was displayed. She switched to her backup infusion device and allowed the primary device to dry. Two weeks later, she reconnected to the primary infusion device and at 12 pm, her blood glucose was elevated to 10.3 mmol/l (185 mg/dl) and she bolused through the infusion device. At 3 pm, her blood glucose measured 11.3 mmol/l (203 mg/dl) and she bolused through the infusion device. At 11 pm, her blood glucose measured 13.0 mmol/l (234 mg/dl) and she bolused through the infusion device. The following day, her blood glucose measured 13.1 mmol/l (236 mg/dl) when she woke up and she bolused through the infusion device. At 12 pm, her blood glucose measured 16.0 mmol/l (288 mg/dl) and she switched to her backup infusion device and bolused. Her blood glucose decreased to 6.0 mmol/l (108 mg/dl) that evening. Her normal blood glucose level is 7 mmol/l (126 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.